Event description:
Event description: per cnf, it was reported that: [?]event[?]the guidewire got stuck. [?]when did the issue occur?[?]when the wire was tried to insert deeper within the pv to change its shape from a flower shape to a basket shape to be removed from the left atrium. [?]what type of guidewire was used?[?]starter guide wire [?]if the guidewire is a bsc device, please provide the lot or j-pos number[?]lot9294618 [?]was a new guidewire used to continue the procedure? Or was the same guidewire used? [?] No, the same guidewire was used. [?]was the guidewire able to be removed normally?[?]yes [?]was there any resistance during operation of the guidewire?[?]resistance was felt when tip of the wire was pulled out from the tip of the catheter. [?]was the guidewire removed and inserted into the catheter several times?[?]no [?]what was the activated clotting time (act) when stuck occurred?[?]above 300 seconds [?]please indicate the details about the occurrence of the event[?]a resistance was felt when the guidewire was pulled back to change from a flower shape to a basket shape to recapture the catheter in the faradrive after pvi+pwi was performed. Infected: no infection name: diagnosis or treatment: resolution: completed with this device where did event occur: inside the patient outcome: no adverse event first time the unit was used: yes, tested prior to use: yes, used before expiry date: yes, generator used ablation[?]catheter used other used *********************************************************** in regard jrn:nyq2512001 / tw (B)(4), we have also submitted an mdv to pmda for the concomitant starter guidewire, and it need to be logged in gcms. Could you please provide additional parent tw number for this concomitant product? We would appreciate if you could provide it by may 19. - since there is no cnf for the starter guidewire, please create a record using the attached cnf. - upn and lot number of the starter guidewire is as below. [Jacs ID] (B)(4)-002 [product] starter guidewire [upn] unk-p-starter [lot] 9294618 event date: 2025-12-17.

Manufacturer narrative:
No device was returned for analysis. A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Review of the failure matrix analysis rsk-dfmea-000049 rev.13 was carried out and this had indicated that the risk was included, and the current controls were sufficient. The current rating for the failure mode in question is within the expected levels for the complaint. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "physician preference" appears to have impacted on the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently. As indicated in the IFU (instructions for use) precautions section: · prior to use, all equipment to be used for the procedure should be carefully examined to verify proper function and integrity.